Event description:
Related manufacturer report number: 2916596-2018-04718.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed through log file analysis and testing of the returned modular cable with the referenced system controller. The log file submitted for review spanned for 1 hour on (B)(6) 2018 and all the events in the log file corresponded to driveline fault alarms with intermittent pwr_a_broken flags. The returned modular cable was analyzed and two damaged conductors were found. The damaged conductors corresponded to power line a and one of the ground conductors on the modular cable and caused driveline power fault alarms. The observed damage appeared mechanical due kinking of the driveline conductors. The root cause for the driveline power fault alarms was determined to be damaged conductors in the modular cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. The lvad modular cable and system controller are expected to be returned for analysis. They have not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system was producing driveline fault alarms. The lvad modular cable and system controller were exchanged. The patient did well during the exchange and was kept overnight for observation. No additional alarms have been reported since the exchange. The lvad modular cable and system controller will be returned for evaluation.